Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The caller successfully loaded a new cartridge and resumed insulin therapy on their own, resolving the issue without further assistance.